Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the implant is not functional. An accident or trauma is not known. Re-implantation is planned for (B)(6) 2015.